Event description:
Additional information was received indicating the device was reprogrammed to address the right atrial noise resulting in oversensing and inappropriate automatic mode switch (ams). The patient was in stable condition.

Event description:
It was reported that during a remote follow up, right atrial (ra) noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the device. Additionally, right ventricle (rv) loss of capture resulting in arrhythmia was noted on the device. Abbott technical support was contacted, and the device was reprogrammed to address the loss of capture. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.